Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the pdu fan and power tray on the ny16 connectors x7, x14, x3 and x6 led is off and the pdu fan tray was defective. To resolve the issue, fse replaced the pdu fan tray and dcps and returned it to philips for further analysis. The analysis of pdu fan tray and dcps confirmed that the malfunction was due to failure of psu01 (power supply unit) / 24v (supply caused by component). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to bootup correctly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.